Event description:
Account states that when the drain was being removed on 2/24/99, following a surgical procedure on 2/23/99, the drain fractured upon removal. Pt had to be taken back to surgery for removal of the remaining piece. Pt reported to have done fine.